Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient wasn't experiencing skin irritations where the front therapy pad sits. There are no reports of open skin but that the is itchy. There was no alleged device malfunction contributing to the irritation. Patient was advised by a physician to use a&d ointment, itching creme, and water base unscented lotion and that the patient could remove the lifevest. Outcome of the irritation is unknown.